Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 05/02/2019. Device returned to manufacturer? Yes. Device evaluation: visual inspection using magnification was performed and fibers/particles were observed on lens related the handling the unit out of a sterile environment. Residues of viscoelastic material were also observed on lens. Both haptics were observed damaged/distorted. The condition in which the sample returned was consistent with a lens that was handled and prepared for surgical process. The complaint issue reported was verified. Based on the analyzed of the returned, there is no indication of quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no additional investigation requests for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when removing from packaging the intraocular lens (iol) had a bent haptic. There was no patient contact. No additional information was provided to johnson & johnson surgical vision.